Event description:
The device has been identified as a non-abbvie device.

Manufacturer narrative:
Reference record (B)(4). H11: after the submission of initial medwatch report, the manufacturer of the device was identified as fresenius kabi. The manufacturer has been made aware of the event.

Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) was started on duopa therapy. On (B)(6) 2018, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Report indicated that the patient was hospitalized in emergency room because of a buried bumper. On (B)(6) 2020, the peg-j tube system was replaced.